Manufacturer narrative:
B5 - reportedly, "the patient is actually quite happy. A re-launch is planned for the end of the year. I would like to close the case first as it is questionable whether any action will be taken." Should be added to the initial MDR. Claim (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.0/+2.5/078 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The patient experienced high vaulting. Lens remains implanted. The cause of the event was reported as unknown.